Event description:
It was reported that the dependent patient was near syncope when she presented to clinic. Noise reversion episodes and other episodes were noted where there was oversensing that did not meet reversion criteria. Chest x-ray visibly showed the leads were crossed near the clavicle. The right ventricular lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
(B)(4).